Event description:
It was reported that the 8800 system would not retrieve images during a case. The 8800 system had to be rebooted and the procedure was completed without further incident. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The hard drive and single board computer upgrade kit were installed during the service call. The system was tested, and found to be working as intended, and put back into service.